Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited no bluetooth telemetry and had gone into backup operation due to failure to reprogram the ICD into the correct mode prior to a magnetic resonance imaging (MRI) scan. Program reset was performed, and the ICD was restored. There were no patient consequences.